Event description:
Information was received indicating that a smiths medical medfusion pump was being used to deliver a narcotic to a patient. The reporter indicated that a nurse witnessed the patient with her hands on the pump. It was also reported that upon investigation, it was determined that the pump was programmed to increase the dose that was prescribed, it was believed that the patient changed the pump settings to increase the delivery rate of the drug to manage pain. In addition, it was reported that the history and alarm log was reviewed by biomed. It was noted that there was a 9-minute span that showed 7 dose changes. Reporter indicated that these changes were not done by the nurse of this patient. It was noted that the pump performed as programmed, but the problem was that this syringe pump did not have a secured keypad. As a result, the patient was able to program the dose change and override the limits of the drug and the patient was able to bolus 2.8ml of ketamine over the 9 minutes she changed the dose. No adverse effects were reported.